Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In or around late 2013, plaintiff had a tubal pregnancy, and in or around (B)(6) 2016, she found out she was pregnant again (see case (B)(4) for the second pregnancy). In or around (B)(6) 2016, her physician informed that her left essure coil began to migrate out of her fallopian tube. On or around (B)(6) 2016, plaintiff underwent a tubal ligation at a facility where she had her essure coils removed. Follow-up received on 28-jun-2016 quality-safety evaluation of ptc: ptc global number (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a tubal pregnancy approximately 3 years later. Six years after insertion, physician informed that the left essure coil began to migrate out of her fallopian tube and she underwent a tubal ligation and had her essure coils removed. These events are serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, hysterosalpingogram test was performed shortly after insertion, and she was advised that her coils were properly placed. Since the tubal pregnancy occurred 3 years after essure insertion, a causal relationship with the suspect device cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine/ fallopian tube perforation. In the present case, the exact date and mechanism of the migration are unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('tubal pregnancy') and device dislocation ('left essure coil began to migrate out of her fallopian tube') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy with removal of essure devices, laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, medical device discomfort, pelvic pain, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, device dislocation, ectopic pregnancy with contraceptive device, medical device discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Medically confirmed reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('tubal pregnancy') and device dislocation ('left essure coil began to migrate out of her fallopian tube') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. In 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy with removal of essure devices, laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, medical device discomfort, pelvic pain, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, device dislocation, ectopic pregnancy with contraceptive device, medical device discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
New quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information, the defect type corresponds to the following (B)(6): device ineffective. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a tubal pregnancy approximately 3 years later. Six years after insertion, physician informed that the left essure coil began to migrate out of her fallopian tube and she underwent a tubal ligation and had her essure coils removed. These events are serious due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, hysterosalpingogram test was performed shortly after insertion, and she was advised that her coils were properly placed. Since the tubal pregnancy occurred 3 years after essure insertion, a causal relationship with the suspect device cannot be excluded. During essure therapy, there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine/ fallopian tube perforation. In the present case, the exact date and mechanism of the migration are unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.